Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced shortness of breath. It was also reported that one of their pacing leads was turned off to prevent battery depletion. The right ventricular (rv) lead was inactivated. No further patient complications have been reported as a result of this event.